Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, pump error and button had mashed for three minutes. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display did return after pump restart but insulin pump alarmed pump error after restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No blank display, no trace pointers are invalid or intermittent buttons. However, corroded electronic assembly and corroded motor assembly noted during visual inspection.